Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened esc, act, down arrow and up arrow dome switches. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 530 mg/dl. The customer stated that she tried to bolus and the pump did not work. The customer stated that the buttons on the pump were sticking. The customer stated that due to the buttons not working, she was hospitalized. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.